Manufacturer narrative:
The event occurred between (B)(6) 2023 to (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sixty-five (65) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags had particulate matter. This was identified prior to patient use, at the hospital. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured from june 19, 2022 to june 20, 2022. H10: sixty-five (65) devices were received for evaluation. A visual inspection was performed on all the returned samples, and it was noted that white particulate matter inside the fill port interior wall was observed in six samples only. The reported condition was verified in six samples and not verified in fifty nine samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.